Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. Corrected data; d6b.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. Additional information received: an internal rapid response call was held on (B)(6) 2026, including: pms, sales representatives, engineering, marketing, r&d, medical safety officer, and customer quality. There are a few different issues: issue #1- bleeding/oozing on the staple line, surgeons are now wondering if they should use slr since the staple line is so oozing. Issue #2 - after repeated reloads, the device immediately distal to the articulation joint exhibits decreased positional stability (wavelike movement). Surgeons experience with the device is less than 6 months. 5-7 sleeves a week and 2-3 bypasses a week. Been using ethicon products for decades. Surgeons are wondering if they should change their technique. They used to see dry staple lines and stopped using slr and surgical, clip appliers, etc. No complaints or issues until the first issue this year. Patients had to be given blood transfusion due to bleeding (B)(4), stay an extra 5 days due to bleeding and the end factor starting to wiggle and loosen up. Ethicon engineer went over reasons why the end factor would wiggle a little bit. For (B)(4) the end factor would articulate by itself when putting in another reload. The surgeons always pulse fire the devices. The engineers went over the articulation issues and how we have never seen these issues straight out the package. Went over how the articulation works mechanically. Ethicon went over post market surveillance review.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. Corrected data: d2a, d2b, h6. Health effect - impact code. Additional information was requested, and the following was obtained:we understand that blood was given but in the event description it states. ¿patient was brought back to the or due to bleeding issues¿ what was observed in the additional surgical procedure and what was done in the additional surgical procedure to address the bleeding? No, just units of blood given. Did the patient go back to the or ? No. Did the patient come back to the hospital?. No, patient stayed later in hospital then normal.

Event description:
It was reported that post op of a sleeve gastrectomy procedure that the patient was brought back to the or due to bleeding issues and given four units of blood. Patient is now doing fine. Unknown if the stapler was the cause of the bleeding.

Manufacturer narrative:
(B)(4). Date sent 1/15/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? What is the color of the reload used with the stapler? Was buttressing material used? Any clips, clamps, or graspers near the area where the device was being fired? Can you please describe exactly what was done when the patient was brought back for a reoperation or scope? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Na how many days postoperative was the bleeding identified? Day after what was the total estimated blood loss (ml)? Needed 5 units of blood was a transfusion required? How was the bleeding addressed? Blood was given what was the pre and postoperative anti-coagulant and pain management protocol? Na was the bleeding intraluminal or extraluminal? Na were the staples the appropriate b-shape form? Some what is the color of the reload used with the stapler? Green, green, blue, blue, blue was buttressing material used? No any clips, clamps, or graspers near the area where the device was being fired? Na can you please describe exactly what was done when the patient was brought back for a reoperation or scope? Blood was given please provide a timeline of events.